Event description:
It was reported that the bilateral workstation monitors failed to display an image. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connection on the workstation was reseated and the display was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.